Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of cardiac arrest, death and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The 3.0 x 18 absorb scaffold is being filed under a separate manufacturing report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
It was reported via article titled "comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention" case #4. The patient presented experiencing an st myocardial infarction. Pre-dilatation was performed with a 2.5 x 20 balloon catheter at 20 atmospheres prior to placement of a 3.0 x 18 mm absorb scaffold at 16 atmospheres and a 2.5 x 28 mm absorb scaffold at 16 atmospheres in the mid left anterior descending artery. Post-dilatation was not performed. The patient was placed on dual antiplatelet therapy. Probable acute stent thrombosis occurred sometime post procedure. The patient expired due to cardiac arrest. Post-mortem angiography revealed possible thrombus in the left anterior descending artery. No additional information was provided.